Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated dates. Abbott vascular made the decision to initiate a voluntary field action for the mitra clip delivery system on (B)(6) 2016. Abbott vascular has implemented corrective actions to ensure ongoing product performance. The abbott vascular internal notification number for the mitra clip field action is 2024168-2/3/16-001-c. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty deploying the clip which has the potential to cause or contribute to injury. It was reported that during an unspecified mitraclip procedure, while turning the actuator knob, more resistance was felt than normal. Although the clip became stuck during deployment, the clip was deployed successfully. No additional information was reported.

Manufacturer narrative:
(B)(4)- although this incident was initially, conservatively reported as being related to a voluntary field action for the mitraclip delivery system initiated on jan 28, 2016, further investigation was unable to relate this event to the field action issue. (B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. In addition, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number was not provided. The investigation concluded that definitive cause for the reported event could not be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.